Event description:
During the coil embolization procedure of the f internal carotid-posterior communicating artery aneurysm, it was noted that the orbit galaxy coil (640hx0204/15571264) was difficult to place in the target aneurysm. Also, although careful insertion of the coil by taking it in and out of the aneurysm several times, it was felt that coil might have unraveled. Therefore, the orbit galaxy was safely removed from the patient and was replaced for a new one (640hx0204, lot unknown) which was made all way through the same excelsior sl10 microcatheter (stryker, type unknown). During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, but during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. No resistance/friction was noted between the coil system and microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown how many coils were successfully placed during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. No information regarding the vessel/aneurysm was provided. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
During the coil embolization procedure of the f internal carotid-posterior communicating artery aneurysm, it was noted that the orbit galaxy coil (640hx0204/15571264) was difficult to place in the target aneurysm. Also, although careful insertion of the coil by taking it in and out of the aneurysm several times, it was felt that coil might have unraveled. Therefore, the orbit galaxy was safely removed from the patient and was replaced for a new one (640hx0204, lot unknown) which was made all way through the same excelsior sl10 microcatheter (stryker, type unknown). During placement, no additional manipulation or torque was applied while the coil was in the aneurysm, but during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. No resistance/friction was noted between the coil system and microcatheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown how many coils were successfully placed during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. It is unknown if the microcatheter was re-shaped or not. No information regarding the vessel/aneurysm was provided. The complaint product is unavailable for evaluation. No additional information is available. A non-sterile orbit galaxy helical xtrasoft coil 2 x 4 was received coiled inside of a plastic bag. The hypotube was inspected and it was found without damage. The introducer was received zipped and without damage. The support coil, gripper and embolic coil were received inside of the introducer. The support coil was found without damage, the gripper was found to have waves while embolic coil confirmed to be stretched. The support coil, gripper and embolic coil were inspected under microscope; the support coil was found without damage, gripper was found to have waves while the embolic coil confirmed to be stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The instructions for use cautions to not attempt to use the coil system as a guidewire if positioning of the microcatheter is lost during coil deployment. If repositioning of the coil is necessary, carefully observe the motion of the coil in respect to the dpu wire while retracting the coil under fluoroscopy. If the coil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the coil may have become stretched and could possibly break. Gently remove and discard the microcoil system. It cautions that if the coil is positioned at a relative sharp angle to the microcatheter, a coil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the coil may be more easily funneled back into the microcatheter. Although a definitive root cause conclusion cannot be made, procedural factors including repositioning the microcatheter over the deployed coil may have contributed to the event. With review of the analysis and device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15571264 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The instructions for use cautions to not attempt to use the coil system as a guidewire if positioning of the microcatheter is lost during coil deployment. If repositioning of the coil is necessary, carefully observe the motion of the coil in respect to the dpu wire while retracting the coil under fluoroscopy. If the coil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the coil may have become stretched and could possibly break. Gently remove and discard the microcoil system. It cautions that if the coil is positioned at a relative sharp angle to the microcatheter, a coil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the coil may be more easily funneled back into the microcatheter. Although a definitive root cause conclusion cannot be made, procedural factors including repositioning the microcatheter over the deployed coil may have contributed to the event. With review of the device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.